Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6 code updated.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The reported device was received for evaluation. There was a relationship found between the device and the reported event. The actuator tip functioned as designed. Since there were no patient complications reported, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that may have contributed to the reported event includes a failure of a concomitant device or debris caught in the slip knot prior to reduction. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the prearrange-suture the fast-fix 360 curved ndl was loosened after pushing the knot and cutting the line by what t2 was deployed during the surgery. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.